Event description:
It was reported that the percutaneous coronary intervention was to treat a lesion with 90% stenosis of the mid left anterior descending artery. Via a radial access site, pre-dilatation was performed with a 2.5x15mm non-abbott balloon dilatation catheter. Next a 2.5x15mm xience v stent was deployed that was post-dilated with a 2.75 x 8mm nc trek balloon dilatation catheter that was inflated to 12 atmospheres (atms) for 7 seconds, then 14 atms for 8 seconds after which the balloon ruptured. The device was withdrawn from the patient anatomy and a new similar sized balloon dilatation catheter was used to complete the procedure successfully. There were no reported adverse patient sequelae. There was a delay of five minutes; however, it was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: stent: xience v 2.5 x15mm. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.